Event description:
It was reported that during a routine device upgrade procedure, the pulse generator could not be interrogated and exhibited loss of output after suspected electrocautery interaction. External pacing was enacted until device started pacing. The device was explanted and replaced. The patient was fine post procedure.

Manufacturer narrative:
.